Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented to the operating room with infection, pocket erosion and experiencing discharge from the implanted device pocket site. It was also observed that the patient had right atrial lead vegetation and the vegetation was visualized with transesophageal echocardiography. The device was also found visible from the opened incision site of the implanted device pocket. The physician explanted the implantable cardioverter defibrillator (ICD) and right atrial lead to resolve the issue. The patient was in stable condition throughout the procedure.